Manufacturer narrative:
Batch review performed on 08 september 2020: lot 183630: (B)(4) items manufactured and released on 21-ago-2018. Expiration date: 2023-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020 in which competitor products were removed and the surgeon implanted a gmk-hinge spacer with antibiotic cement to act as a spacer. On (B)(6) 2020, the surgeon removed the gmk-hinge spacer and implanted permanent medacta hardware. On (B)(6) 2020 (about 3 months after primary), the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and the surgery was completed successfully. No product was revised. Presently, on (B)(6) 2020 (2 days after first revision surgery) the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.